Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery to emove the essure implants in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 624481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included uterine bleeding, vaginal pain, endometrial polyp, hemorrhagic ovarian cyst, vaginal odor, vaginal discharge, morbid obesity, thyroid disorder nos, thyroid disorder nos, cervicitis, nabothian cyst and pelvic adhesions. On (B)(6)2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), fatigue ("fatigue"), vaginal infection ("infection (bladder/ urinary tract/ vaginal): vaginal"), urinary tract infection ("infection (bladder/ urinary tract/ vaginal): urinary tract/infection (urinary tract)") and nausea ("nausea"). The patient was treated with analgesics and surgery (she had total robotic hysterectomy (partial), bilateral salpingectomy to remove the essure implant.). Essure was removed in march 2016. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, fatigue, vaginal infection, urinary tract infection and nausea outcome was unknown. The reporter considered bladder disorder, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she need additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.2 kg/sqm. Hysterosalpingogram - in december 2007: total bilateral occlusion concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, vaginal haemorrhage and menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 624481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included uterine bleeding, vaginal pain, endometrial polyp, hemorrhagic ovarian cyst, vaginal odor, vaginal discharge, morbid obesity, thyroid disorder nos, thyroid disorder nos, cervicitis, nabothian cyst and pelvic adhesions. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), fatigue ("fatigue"), vaginal infection ("infection (bladder/ urinary tract/ vaginal): vaginal"), urinary tract infection ("infection (bladder/ urinary tract/ vaginal): urinary tract/infection (urinary tract)") and nausea ("nausea"). The patient was treated with analgesics and surgery (she had total robotic hysterectomy (partial), bilateral salpingectomy to remove the essure implant.). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, fatigue, vaginal infection, urinary tract infection and nausea outcome was unknown. The reporter considered bladder disorder, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she need additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, vaginal haemorrhage and menorrhagia. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and mr received: new reporters, patient demographic information, product indication, onset date updated, lot no, concomitant disease, new events genital haemorrhage, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, fatigue, vaginal infection, urinary tract infection, nausea added. Outcome for the event pelvic pain updated to recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.